Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the an insulin pump button was unresponsive. The insulin pump was returned for analysis.

Manufacturer narrative:
All buttons functioning properly. No damage was found on the keypad assembly noted. Inspected j2 lcd connector and no unlocked connector noted. The insulin pump was received with cracked case at the display window corner and minor scratched display window.